Event description:
It was reported that during a surgical procedure the permanent cautery hook instrument cannot work in or with some angle movements. No pt harm, adverse outcome or injury was reported.